Event description:
The hcp reported that the patient was admitted to the intensive care unit (ICU) because of an overdose. No patient symptoms were reported. The patient's pump was turned off in the ICU via a magnet to help treat the overdose. The pump was programmed to deliver dilaudid, bupivicaine, clonidine, droperidol and baclofen (concentrations and dose were not reported). The pump was last refilled in 2007. The patient was discharged four days later. The hcp was uncertain as to whether or not the overdose had anything to do with the patient's pump. The hcp further reported that the patient had died on six days later. The manufacturer's device registration system indicates the patient's diagnosis was breast-malignant pain. Additional information has been requested from the hcp, a follow-up report will be submitted if additional information becomes available.